Event description:
It was reported that externalized conductors, oversensing and high threshold were observed. The lead was explanted and replaced. Patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: a partial lead with the lead tip measuring 52.0cm was returned for analysis. External and internal insulation abrasions were noted at 13.0-13.7cm from the lead tip. Externalized conductors due to external and internal insulation abrasions were noted at 10.0-12.0cm from the lead tip. Internal insulation abrasion was noted at 17.6-19.2cm from the lead tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 3.9-4.0 from the lead tip. The sensing conductor etfe coating was breached and inner coil exposed at this location. This is consistent with the observation from the field of oversensing and high capture threshold. (B)(4).